Event description:
A (B)(6) male pt contacted zoll customer support to report that the cables on his electrode belt were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the dn and the trunk cable connector was cracked. The root cause of the damaged cable and cracked connector cannot be positively identified, but is likely excessive force. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.